Event description:
Clinical narrative: a 71-year-old female with a history of cardiomyopathy presented in cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d. The patient was supported with an impella 5.5 device implanted via a right axillary artery surgical approach on (B)(6) 2026, at 6:30 pm. Post-implant, the bedside nurse reported signs of right upper extremity ischemia. A plan was made to take the patient to the operating room for further evaluation and management. Conclusion: based on the limited available information, the reported right upper extremity ischemia appears to be a clinical complication however this occurred post-explant and there are limited details. The patient¿s surgical outcome and current condition are unknown. The reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. Additional information received on 4/17/2026, the rn reports that the right upper arm ischemia resolved. No interventions are required. Pain and color good no longer mottled. Patient currently still on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
B1/b2 and h1 updated to reflect patient death. B5 updated with updated clinical narrative. D6b updated. F02 added to h6. Corrected data: d4 serial and UDI numbers updated/corrected. Investiation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information found the patient expired while on support. The death will be conservatively reported, however is unlikely related to the upper extremity ischemia and most likely due to the patients underlying critical condition consistent with stage d shock. A 71-year-old female with a history of cardiomyopathy presented in cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d. The patient was supported with an impella 5.5 device implanted via a right axillary artery surgical approach on (B)(6) 2026, at 6:30 pm. Post-implant, the bedside nurse reported signs of right upper extremity ischemia. A plan was made to take the patient to the operating room for further evaluation and management. Conclusion: based on the limited available information, the reported right upper extremity ischemia appears to be a clinical complication however this occurred post-explant and there are limited details. The patient¿s surgical outcome and current condition are unknown. Additional information received on 4/17/2026, the rn reports that the right upper arm ischemia resolved. No interventions are required. Pain and color good no longer mottled. Patient currently still on support.